Event description:
It was reported that the tip of the instrument was broken. The surgeon hammered anchor over the impactor to the hard bone, it resulted stretching and the tip of threaded rod was broken. Its tip was still struck in coalition implant. The implant is still in patient and the broken piece is threaded in the hold of the coalition.

Manufacturer narrative:
No part was returned for evaluation. It was reported that, while the surgeon was impacting a coalition mis anchor into hard bone, the threaded rod broke. The case was completed, and the tip of the broken threaded rod was left in the spacer. This evaluation determined that the failure was within the expected risk; therefore, no further actions will be taken at this time. No determinations could be made as to the cause of the reported issue.